Manufacturer narrative:
It was reported that the ventilator cycles between ventilating and stopping for 10 seconds. Several attempts to contact the customer have been made but no response has been received. No investigation of the reported ventilator has been performed, no device logs has been received and no information how the issue was solved has been received. As a result of lack of information, we are unable to provide, determine or confirm the cause of the reported failure.

Event description:
(B)(4).

Event description:
It was reported that ventilator cycles between ventilating and stopping for 10 seconds. There was no patient involvement reported. (B)(4).